Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and insulin pump not delivering. The customer's blood glucose was 314 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer noticed bolus being delivered but blood glucose would not go lower. The insulin pump will not be returned for analysis.